Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a telemetry /programming anomaly and that the pulse generator reverts to the vvi mode at 4.5 volts.